Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 14th february 2024, it was reported by a sales rep. Via email that an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, broke on insertion. This was detected during use in a protector cuff repair procedure on (B)(6) 2024. The procedure was completed successfully. The device broke in the patient, but the broken piece was retrieved from the patient. 26th february 2024 - the sales rep. Updated that the procedure was completed with the use of another ar-2324bcc and there was no patient harm.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.